Event description:
The customer reported getting power lost errors.

Manufacturer narrative:
The customer reported getting power lost errors. The unit was evaluated at philips, and the system was verified. Replacing the battery pca resolved the issue.